Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced and a network adapter due to an issue with connectivity. Issue resolved. A system checkout was performed and he hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by the manufacturer for evaluation. The suspect ethernet has not been received by the manufacturer for evaluation. The reported issue was confirmed as the returned uninterruptible power supply (ups) was powered on with returned batteries after charging the battery for 6 hours and the batteries failed load test. When a new battery was installed, uninterruptible power supply (ups) passed load test.

Event description:
A site representative reported that while outside of procedure, the imaging system would not hold charge when unplugged from the wall. There was no patient present at the time of the issue.